Event description:
It was reported that the patient with this pacemaker stated experiencing heart rate of approximately 130 bpm for several hours and expressed concern that the implanted device should have regulated this activity. Technical services (ts) referred the patient to the clinic for further discussion regarding the medical inquiry and reported symptoms. To date, this device remains in service. No adverse patient effects were reported.